Event description:
Biomed was informed at 6am that a viasys healthcare ltv 1200 ventilator malfunctioned on a patient a little after midnight. Biomed went to pick up unit and found a note that said "ventilator stopped working on patient, malfunction". Biomed manager arrived and initiated an investigation if there was a patient incident and found nothing caused any injury or harm to the patient, the ventilator was simply switched out. Unfortunately the rt (respiratory therapist) did not keep the circuit as the unit was an isolation patient. The rt director investigated the situation. The rt director got all the information she could from the rt. We kept the ventilator in our storage for 10 days while waiting for the go ahead to test it ourselves from risk director. Per policy we checked out the whole unit and found nothing wrong with unit. Completed check out and returned to service. Since the circuit was not kept there is no way to be 100% what the problem was, but we know it was not the ventilator.